Event description:
Outside pacakge labeled as a right component; inside package and component labeled as a left component. Surgical time increased by greater than 1 hr. While locating appropriate component for implantation. Pt tolerated add'l anesthesia time without any reported injury.